Manufacturer narrative:
Product ID 8709sc, lot# n134503030, implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the hcp (healthcare provider) was concerned that they just did a pocket fill on a patient. The hcp asked for manufacturer¿s recommendations to manage overdose. No patient symptoms were reported at that time. The hcp was confirming the volume infused into the pocket; it was unclear how much, if any volume was put into the pocket. Subsequently, it was reported that during a routine refill, the hcp had aspirated back a yellow, thick fluid. The hcp discovered that they may have been in the pocket. The hcp aspirated all of the drug from the pump (following the refill) and only got back 7 cc. The hcp believed that they had put 33 cc of gablofen in the subcutaneous tissue of the patient. Subsequently, 35 cc of fluid was aspirated from the pump pocket. The patient was being monitored and began to have a hard time waking up. The pump was being used to deliver gablofen 2000 mcg/ml at 949 mcg/day. The patient became non-responsive, was intubated, and admitted. Later that day, the patient was ¿dialed down¿ to a minimum rate. On 2014 (B)(6), the patient was increased to 100 mcg/day and was beginning to wake up. On 2014 (B)(6), it was reported that the patient was stable and was going to follow up with their managing hcp in the outpatient clinic. The outcome was unclear regarding these events. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.